Event description:
Patient experienced hypoglycemic symptoms and had a blood glucose of 39 mg/dl. Patient attempted to self-treat by eating/drinking. Patient called ambulance, and then passed out. Patient was treated with IV glucose at hospital.